Manufacturer narrative:
On 8/27/2019, mentor received updates on the events submitted in the initial report. The patient's procedure was originally reported as "breast surgery", and mentor learned that the exact procedure was a "primary breast reconstruction". The patient was 46 years old when the deflation was identified. Additionally, mentor was updated on the patient's date of birth, date of implant, date of event, device brand name, and the impacted device's lot number. A manufacturing record evaluation (mre) was performed for the finished device number 7608257, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 9/5/2019, the mentor failure analysis lab received the device for evaluation. When the product investigation is completed, the findings will be submitted within a subsequent follow-up report. Manufacturer report number: (B)(4).

Manufacturer narrative:
On 10/22/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, a leakage at the union between shell and patch was noted. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with unspecified mentor tissue expander in (B)(6) 2018 and experienced postoperative deflation. After explanting the tissue expander, the surgeon identified a hole on the back of the device. The patient¿s impacted device was explanted on or around (B)(6) 2019.